Manufacturer narrative:
The reported event was inconclusive because no sample was returned. A potential root cause for this failure could be ¿damaged thermistor or improper connection to connector¿. The lot number is unknown; therefore, the device history record could not be reviewed. The instructions for use were found adequate and state the following: "warning: as with all temperature probes, in the presence of rf energy sources, local heating, temperature errors, and probe damage may occur. In medical use, unplug the temperature-sensing catheter at the temperature monitor before activating electrosurgical or other types of direct coupled rf energy sources. Compatible with appropriate 400-series temperature monitors. Interchangeability + 0.2oc at 37oc. Do not stretch catheter. This will cause repositioning of probe. Do not use stylet. This will cause stretching of catheter." H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Event description:
It was reported that the stent was found to bend when the package was opened. It stated that there was a break in the stent after it was opened. It was reported that bard temp sensing foley was providing temperatures that were inaccurately high in. There were three incidences and two were discovered late and patients received treatments for a fever but didn¿t had. Also stated that customer did the calibration, check the functioning of philips monitors and cables and everything were functioning correctly. As per nurse practitioner one of the patients was treated for serotonin syndrome based partially on the high temperature reading, and another was treated for infection. The third was double checked by the nurse and discovered to be inaccurate. Per follow up on 08jun2021, representative stated the customer claimed their temperature sensing foleys were reading inaccurate temperature. Customer asked with what secondary temperature source was used to verify the temperature. Representative explained that bladder was core temperature and if they used a probe that did not show true core temperature and it would be normal for the temperature to be slightly different. The secondary modality customer used to determine temperature was esophageal in one instance, oral and axillary with the other instance.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the stent was found to bend when the package was opened. It stated that there was a break in the stent after it was opened. It was reported that bard temp sensing foley was providing temperatures that were inaccurately high in. There were three incidences and two were discovered late and patients received treatments for a fever but didn¿t had. Also stated that customer did the calibration, check the functioning of philips monitors and cables and everything were functioning correctly. As per nurse practitioner one of the patients was treated for serotonin syndrome based partially on the high temperature reading, and another was treated for infection. The third was double checked by the nurse and discovered to be inaccurate. Per follow up on 08jun2021, representative stated the customer claimed their temperature sensing foleys were reading inaccurate temperature. Customer asked with what secondary temperature source was used to verify the temperature. Representative explained that bladder was core temperature and if they used a probe that did not show true core temperature and it would be normal for the temperature to be slightly different. The secondary modality customer used to determine temperature was esophageal in one instance, oral and axillary with the other instance.